Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e001 irregular power voltage and e004 irregular offset data errors could not be conclusively identified. However, the presumed cause was due to an error of a defective printed circuit board. Additional results from the investigation state, the root cause of the lack of air output could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit exhibited irregularity with the offset data and power voltage. Subsequently, there was no air output (no air insufflation). The issue was found during reprocessing. There were no reports of patient involvement.